Event description:
It was reported that the non preloaded intraocular lens was wasted. From additional information it was learned that the lens inserter was bent and scratched the lenses. The issue was identified during implantation/application and after implantation/application. The lens was fully inserted and removed and replaced during the same procedure. The issue was due to lens inserter being bent. There was no patient injury. There was no medical/surgical intervention required or planned for future. No other information is available.

Manufacturer narrative:
Section :a5: unknown; requested but not provided. Section b3: date of event: unknown; requested but not provided. Section d6a if explanted; give date: not applicable as the cartridge is not an implantable device. Section d6b if explanted; give date: not applicable as the cartridge is not an implantable device. Section d4: lot number: unknown, information was requested but not provided. Section d4: expiration date: unknown, as the lot number was not provided. Section d4: unique identifier (UDI) number: unknown, as the lot number was not provided. Section h4: device manufacture date: unknown, as the lot number was not provided. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.